Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping. Correction to block e3: occupation block h11: the device was not returned for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information provided, the most probable cause of the reported issue cannot be established due to lack of evidence. Additionally, without a proper evaluation of the device or objective evidence, it remains unknown the most probable causes that could have contributed to the event. A risk review was completed and confirmed that the event of "packaging foreign matter" was defined in the risk documentation and is documented accordingly in the prr. This event type has been accounted during product risk analysis to support acceptable risk benefits for the product. Therefore, this complaint is assigned an investigation conclusion code of "unable to exclude device problem" since the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event.

Event description:
It was reported that a zero tip was used during a ureteroscopy laser lithotripsy procedure. Prior to procedure, a black specs were found floating in the package. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Event description:
It was reported that a zero tip was used during a ureteroscopy laser lithotripsy procedure. Prior to procedure, a black specs were found floating in the package. The procedure was completed with another of the same device. There were no patient complications as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a1802 captures the reportable event of device contaminated during manufacture or shipping.